Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was available for analysis. All lots of solesta are released by both galderma/q-med contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "we have been contacted by another hospital about this woman who was treated with submucosal injection of solesta due to fecal incontinence. In total, she received 9 ml on three different occasions in 2019,2020, and 2023. She has complained of a feeling of heaviness in the lower abdomen and towards the rectum, whereupon an MRI scan was ordered. This shows multiple cystic changes in the lower part of the rectum both ventrally and dorsally, where the largest component is 38mm." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.